Event description:
It was reported that the patient had oversensing on the atrial channel. The noted noise was consistent with electro magnetic interference (emi). The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.